Event description:
It was reported that prior to a coronary stent procedure, the hospital staff noticed that the box was labeled as a nir primo 16mm/3.5 and the actual catheter is a nir primo 25mm/3.5. No pt injuries or complications occurred.